Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2021, the patient's healthcare provider relocated their ins from the lower trunk to the belly area. Before this relocation, everything was going well and their therapy was effective. Since the relocation, various issues emerged. The patient experienced heating/burning sensations while recharging their ins, to the extent that it left their skin raw and red. They described the burning feeling as being both external and internal, and they also experienced electric zaps. The patient had their ins turned off for two years, and the heating issue occurred one year before they switched it off. The patient was advised to stop using the devices immediately and to make an appointment with their healthcare provider to have the ins system checked.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.